Event description:
Revision surgery - due to patient fell resulting in a periprosthetic fx of the femur.

Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2022-00096; 425-97-009, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.